Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the no product investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided 3mensio report was evaluated and following was observed: calcification present in the landing zone. The complaint for balloon burst was unable to be confirmed as no device was returned for evaluation. Available information suggests patient (calcification) and/or procedural factors (over-inflation) likely contributed to the event as calcification was present in the landing zone and +5cc of volume was added. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position, the balloon burst longitudinally. It was able to come out of sheath with no issues. The valve was fully deployed as the balloon burst occurred at the end of deployment, so a second system was not necessary. There was no difficulty withdrawing the delivery system. The valve was examined on echo as fully deployed. There was no patient injury or complications, and the patient was stable.

Manufacturer narrative:
Investigation is ongoing.